Manufacturer narrative:
A test lead was fully inserted into the header and the torque driver was used to tighten the setscrew and secured the test lead properly. The device was tested on the bench and revealed no anomalies. The lead bore dimensions were measured using pin gages and were within specification.

Event description:
During the implant procedure, the lead could not be tightened into the header of the device. The device was replaced and the lead remained implanted to resolve the event. The patient was stable.